Manufacturer narrative:
Inspected two opened and used enlite sensors and performed bicarbonate buffer test. Both sensors passed with accurate readings. Also found both sensors cannula bent unable to confirm customer received sensor in said condition due to customer returning sensors opened and used.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer was receiving sensor error after inserting their sensors. The customer also reported the electrode was missing from their sensor. Customer's blood glucose was 9 mmo/l. Customer was advised their electrode may be retracted with the needle. The customer's sensors will be replaced. No additional info provided.